Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Cut to lip/nicked lip [lip injury] brush head came off...tip of the brush holder had snapped off leaving a rough piece - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head came off and cut their lip as the tip of the oral-b toothbrush holder, model 3772, had snapped off leaving a rough piece. No serious injury was reported. (B)(6) 2023 follow up via digital safety assessment survey: the consumer was an elderly male. No serious injury was reported. (B)(6) 2023 follow up via pictures: the suspect product lot was 3da13751749. No serious injury was reported.

Event description:
Cut to lip/nicked lip [lip injury]. Brush head came off. Tip of the brush holder had snapped off leaving a rough piece - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head came off and cut their lip as the tip of the oral-b toothbrush holder, model 3772, had snapped off leaving a rough piece. No serious injury was reported. 29-sep-2023 follow up via digital safety assessment survey: the consumer was an elderly male. No serious injury was reported. 29-sep-2023 follow up via pictures: the suspect product lot was 3da13751749. No serious injury was reported.

Manufacturer narrative:
06-nov-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.